Event description:
A surgeon reported that the probe cutter did not cut during a vitro retinal eye surgery. The product was replaced and the procedure was completed without consequences to the patient. A product sample has been requested for evaluation.

Manufacturer narrative:
A product sample has been requested, however, it has not been received for evaluation at the manufacturing site. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).